Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon attempting to inject sterile water during pre-test, the foley catheter balloon did not inflate.

Manufacturer narrative:
The reported event is unconfirmed as the reported event meets specifications. Visual evaluation noted received 3-way temp sensing catheter with cut portion of inlet tubing and syringe. Visual inspection noted no obvious defects. Inflated with 10ml of blue solution and rested with no leaks noted. Passively deflated under 3 minutes with no leaks or cuffing noted. Also received 5 photo samples. First photo sample shows top overview of catheter with used syringe. Second photo zooms in on inflation cap, tamper seal, and sample port. Third photo sample zooms in on top view of inflation valve showing no obstructions. Fourth photo sample zooms in on tip of syringe. Fifth photo sample zooms in on end of deflated balloon. Based on the physical sample received the product meets specifications. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. The labelling review is not required as as the reported event is unconfirmed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon attempting to inject sterile water during pre-test, the foley catheter balloon did not inflate.